Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique via a 6f sheath hole prior to an ablation interventional procedure. There was no resistance during advancement of the proglide device into the anatomy; however, the proglide device broke in half at the distal guide. A snare was used to retrieve the separated piece out of the anatomy. The sheath was upsized to a 14f sheath and the ablation procedure was completed. Manual compression and a figure 8 stitch were used to achieve hemostasis. There was no vessel damage noted. A clinically significant delay in the procedure occurred as a result of the intervention. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique via a 6f sheath hole prior to an ablation interventional procedure. There was no resistance during advancement of the proglide device into the anatomy; however, the proglide device broke in half at the distal guide. A snare was used to retrieve the separated piece out of the anatomy. The sheath was upsized to a 14f sheath and the ablation procedure was completed. Manual compression and a figure 8 stitch were used to achieve hemostasis. There was no vessel damage noted. A clinically significant delay in the procedure occurred as a result of the intervention. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
H6: medical device problem code 2017 - against resistance the device was returned for analysis. The reported guide separation was confirmed. Device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the electronic perclose proglide instructions for use states: do not advance or withdraw the perclose proglide suture mediated closure device against resistance until the cause of that resistance has been determined. In this case the device withdrawal against resistance was determined due to operational circumstance. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: the proglide device deployed as expected, the lever was returned to the original position and the foot was closed. Upon removal of the device, resistance was noted; however, the device was maneuvered out. The guide separation was noted after the device was removed. No additional information was provided.